Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) study. Same case as MDR ID 2134265-2013-07555. It was reported that patient had chest discomfort post dilatation. In (B)(6) 2012, the patient presented with stable angina (ccs classification: 2) and underwent for cardiac catheterization. Target lesion was a de-novo lesion located in the mid left anterior descending artery (lad) and extending to distal lad with 75% stenosis and was 8 mm long with a reference vessel diameter of 2.5mm. Target lesion was treated with pre-dilatation and placement of a 2.50 mm x 12 mm and 2.50 mm x 12 mm ion us coa stents in an overlapping manner. Following post dilatation residual stenosis was 0%. Prior to the deployment of the stent, there was a chest discomfort noted post dilatation with the 2.50 x 12 mm nc quantum apex balloon, which was treated with the administration of 50 mcg of fentanyl through IV. Post deployment of the first 2.5 x 12 mm ion us coa stent, there was an additional narrowing adjacent to the stent. Also, the flow was abnormal. As result, the second 2.5 x 12 mm stent was deployed. On the following day, the patient was discharged on aspirin and prasugrel.